Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 sn(B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.16 insertion 2: 3.15 insertion 3: 3.28 hard profile (105 lbs/ft3) insertion 1: 7.87 insertion 2: 7.72 insertion 3: 7.22 the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in 09/2013 and is approximately 6 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The operational status light was displaying solid green at the conclusion of functional testing. No further action required.

Event description:
The report states: paramedic attempted proximal tibia insertion, driver bogged down, went for piv. Used varied amounts of pressure, needle barely advanced into bone so medic did not even attempt manual. Said battery light is still green. The needle was a 25mm. No back up driver was available. The driver was stored in the yellow case with the trigger guard on.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: paramedic attempted proximal tibia insertion, driver bogged down, went for piv. Used varied amounts of pressure, needle barely advanced into bone so medic did not even attempt manual. Said battery light is still green. The needle was a 25mm. No back up driver was available. The driver was stored in the yellow case with the trigger guard on.